Event description:
The pt reported that used the suspect device to check blood glucose and obtained a result of 179mg/dl. The pt then injected four units of humalog insulin. Fifteen minutes later the pt passed out. Paramedics were called and they tested the pt's blood glucose on their own meter and obtained a result of 15 mg/dl. The pt was given a glucose IV and transported to the hosp. The pt used a level 1 glucose control solution on the test strips and the control was within the established range, l1 = 65 (49-79). The suspect device was replaced and authorized for return to the MFR for eval.